Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Continued e-mail address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight, creases flat and opening extended on radius. A visual and microscopic analysis was performed which identified, sharp opening on radius assessed, as a surgical impact opening, for the stress mark in the shell. And striated opening on radius. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on radius assessed, as a surgical impact opening. A striated opening on radius side, assessed as surgical damage.

Event description:
Device has been explanted and replaced.